Manufacturer narrative:
The reagent lot number was 878341. The expiration date was not provided. The field service engineer checked the analyzer and performed sample and reagent probe adjustments, performed sipper nozzle adjustments, and replaced the ise electrodes. The investigation was unable to determine a specific root cause. The issue appeared to be resolved by the service actions.

Event description:
There was an allegation of questionable results for several assays for quality controls and patient samples from the cobas 6000 c501 module. One example for magnesium gen.2 was provided. The initial result was 4.75 mg/dl, and the repeat result from another analyzer was 1.98 mg/dl. The questionable results were not reported outside of the laboratory.